Manufacturer narrative:
Insulin pump error 54/3 alarm found in the device history due to software error. Device was received with cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 40 mg/dl. Customer stated that he had numerous calibration requests in past 2 to 3 months he has low blood glucose about 7 to 8 am and 3 to 5 pm almost everyday and he felt insulin pump was not working. Customer stated that in middle of night when he was asleep insulin pump started alarming multiple pump error alarms, he cleared them and rewound insulin pump and was able to resolve issue but wasn't sure why that happened. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Customer stated that self test passed. Customer has been experiencing low blood glucose for every day for last 6 months. Customer has been using insulin pump system within 48 hours of reported low blood glucose event. Customer reported auto mode was automatically delivering insulin at the time of low blood glucose event. The insulin pump will be returned for analysis.